Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during a arthroscopic rotator cuff repair on shoulder joint for calcific tendonitis, the surgeon began using the camera system, but noticed that the hd epscp,4.0,30,167,mitek (30° scope) device was out of focus. The 70° scope was fine. The tip of the 30° scope was suspected to be dirty, and was wiped with clean gauze, but this did not improve the condition. A 30° scope owned by the hospital was quickly prepared and used, and worked normally. Just before the end of the surgery, the possibility of a problem with the coupler was pointed out, and when the 30° scope in question and the hospital's 30° scope were connected to different coupler, it was confirmed that only the 30° scope in question was out of focus. There was no surgical delay and no harm to the patient. No further information is available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once the investigation has been completed, a follow-up report will be submitted accordingly.